Event description:
The technician alleged self-run of the head of the bed. No injury reported.

Manufacturer narrative:
The technician found damage to the pt pendant cable, and replaced the pt pendant and pt pendant cable to resolve the issue.